Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose in the 400s and a blood ketone reading of 3.2, and was advised to administer a correction via subcutaneous insulin pen, change the infusion set, and temporarily disconnect the pump. Symptoms included elevated blood glucose and presence of ketones. Outcomes included recovery to target glucose levels after intervention, with no hospitalization or alarms reported. Investigation included a follow-up call with the caregiver and troubleshooting of potential infusion site issues. Investigation of this case revealed that the excursion was possibly attributed to a dexcom cgm issue rather than an ilet pump malfunction. It was concluded that the event was hyperglycemia with cause initially unclear and not due to a device malfunction of the ilet system. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.